Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right common iliac artery, the stent allegedly dislodged from the balloon while retracting it through the sheath. Reportedly, the health care provider removed the balloon and stent over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon appears to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 36mm balloon. The stent was detached from the balloon, and was not returned. No other anomalies were noted to the catheter. The balloon was observed under microscope magnification (15x) and the stent crimp impressions were visible, indicating that the stent was crimped on the balloon at the manufacturing site. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The catheter was returned with the stent detached from the balloon, confirming the investigation for stent detachment and is inconclusive for stent dislodgment. The device was examined under magnification and stent crimp marks were noted on the balloon. The definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present] inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. (B)(4).

Event description:
It was reported that during deployment of a balloon expandable stent in the right common iliac artery, the stent allegedly dislodged from the balloon while advancing it through the sheath. Reportedly, the health care provider removed the balloon and stent over the guidewire for another that was used to complete the procedure. There was no reported patient injury.